Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown biomet screw fractured.

Event description:
It was reported that an abutment screw (uniht) fractured.

Manufacturer narrative:
Additional item received for item number.

Manufacturer narrative:
Titanium hexed uniscrews (uniht) was returned for investigation. Visual inspection of the as returned product identified that the screws are worn from use. The device was noted not to be fractured. Therefore, based on the evaluation, device malfunction has not occur and the reported event was unconfirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.